Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer also experienced a low blood glucose event in which paramedics were called on (B)(6) 2015. The customer's blood glucose at the time of the event was unknown. The customer stated that he was not subsequently hospitalized. The customer stated that he was having a seizure when his wife found him and gave him two glucagon kits. The customer did not recall any other significant events leading to the call to the paramedics. The customer returned to a normal state after the two glucagon kits. The customer stated by the time the paramedics came, he was fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.